Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence; the trial began on (B)(6) 2020. It was reported that the trial patient felt dehydrated and was tired. Patient stated having trouble voiding, they have urge to go but doesn't. Patient experienced a leakage/accident from bowels and that took them by surprise. Patient considered this as a problem.